Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is returned for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filled to include additional information. The patient was induced four times, however the patient failed to convert on all four attempts even after repositioning of the system. The physician elected to replace the device with a transvenous system.

Manufacturer narrative:
This product is not available for return at this time.

Event description:
It was reported that this product was attempted due to an unspecified product performance issue. A transvenous device was implanted instead. No additional adverse patient effects were reported.